Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 5.3 mmol/l, 16.1 mmol/l, and 6.3 mmol/l. The patient experienced hypoglycemia symptoms of feeling weak and shaky. The patient's friend assisted her with 2 tablets of glucoside. The patient was not taken to a medical facility.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test the returned device because the test strips had expired prior to being received by the manufacturer.